Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 37.8 mg/dl at the time of the incident. The customer was taken to hospital and the pump was taken off of them, and the doctor advised them to get it replaced since it malfunctioned. The customer was at 264.6 mg/dl at the time of the call. The customer was given food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer believes that the pump could have over delivered, but is unsure. Customer treated for the current high with the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit was monitored with multiple boluses. Boluses were delivered and properly recorded in bolus history. No unexpected bolus delivery on its own noted during testing. Unit passed the dat test. Unit received with minor scratched lcd window and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.